Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, customer was able to utilize the low load fluoro flavor 1 mode, and the procedure was completed as planned. The field service engineer (fse) visited the site and confirmed that the system was unable to perform x-rays while the device was in clinical use. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and instructed biomed to check the system¿s cooling unit and identified that the coolant level was low. The philips field service engineer (fse) checked the system onsite and found that the cooling unit was leaking coolant from the hard copper lines and observed that the couplers were loose and damp due to the leakage. To resolve the issue, the fse tightened the coupler nuts on the copper lines, cleaned the excess coolant from the lines and cooling unit, and refilled the coolant. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, if the procedure was not affected and the customer was able to complete the procedure as planned normally on the same system without delay, it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system displayed an alert message indicating "low load fluoroscopy flavor was selected", preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.